Event description:
The patient started having problems in (B)(6). In mid to late (B)(6), they did a scan and tried to run dye through the catheter, but they couldn¿t clear the catheter to put dye in it. They couldn¿t ¿suck anything back¿; it was "plugged¿. The hcp (healthcare professional) gave a bolus ¿in case she put an airlock in it" and within 20 minutes, the patient went numb from the waist down and had to spend the night in the hospital. The patient was scared because this had never happened before. He couldn't walk; move his feet or toes; or anything. They turned the pump way down thinking that "I got too big of a release". He ¿had an MRI which they were planning to do to make sure of the catheter position and it cleared after about 8 hours¿. The patient underwent revision surgery for a kinked catheter on (B)(6) 2014. They removed part of the catheter, fixed it, and ¿re-entered my spine¿. The pump was delivering clonidine, bupivacaine, and dilaudid at the time of the event. In (B)(6), they didn¿t know what the issue was so started upping the patient¿s dose. The patient had never needed dose increases before, it had been really consistent. The patient felt that the catheter was gradually getting plugged and ¿then it got worse¿. Following the revision, they ¿came down¿ on the clonidine and bupivacaine a little bit as they said it was ¿getting high or whatever¿. The initial patient symptoms and patient outcome following the revision were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported that in terms of pain relief the patient was getting about 75% compared to prior to the revision. The patient didn't have much discrepancy either but had "noticeable pain" issues. The kink was "positional."

Manufacturer narrative:
Concomitant products: product ID: 8840, lot# serial# unknown, product type: programmer, physician. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. (B)(4).